Manufacturer narrative:
Correction made to coding as more information from the investigation was made available. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. Although the speaker was confirmed to be functioning per specification during testing it was indicated that there was no sound at the time of the event, the speaker has been replaced per current process. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed.

Manufacturer narrative:
The device was evaluated by the philips bench tech and found the device was working as intended. Further investigation is still pending. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that screen shows speaker malfunction error. It is unknown if the device was in clinical use at time of event, no adverse event was reported.